Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported pump fell off their shoulder and later they noticed some wetness in the bag and air in the tubing prior to the air filter. Patient examined the tubing much closer and found where it was damaged just off the right side of the pump as it exits it and it was leaking there. The pump was powered down and patient was instructed to reach out to the anesthesia team to report what happened and find out how to proceed. Medication being infused was unknown. No patient injury reported.